Manufacturer narrative:
D4: serial number provided but the records are not available at this time the UDI, expiration and manufacturing dates are not known. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during an atec procedure on (B)(6) 2023, the system was not pulling back samples. One procedure was aborted after incising and the patient had to be rescheduled. All trouble shooting performed including replacing the cannister prior to changing the needle and saline bag. Testing of second needle saline would not appear at the end of the needle. The technician could not feel vacuum with her thumb on the cannister tubing. Patient was rescheduled.